Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the receiver went black and upon lighting back up, the sensor session ended. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).